Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated that their remote communicator displayed red alerts. Subsequently, troubleshooting efforts were performed and a successful upload was received. The stored red alerts were reported to indicate that the right ventricular (rv) lead exhibited high out of range shock impedances. Ts referred the patient to contact their clinic for further evaluation. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.